Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using a staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. The pt is reported as fine.